Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. It was reported that the device was used in a mildly calcified vessel. The starclose instructions for use states: do not deploy the clip in areas of calcified plaque. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using the starclose se device after a coronary interventional procedure. Reportedly, during thumb advancement the exchange sheath was shearing away. The device was removed; the reporter doesn't know if the safety release mechanism was used or what steps were performed to remove the device from the patient. The reporter only knew that there was no difficulty removing the device. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use. The starclose se instructions for use under precautions state: do not deploy the clip in areas of calcified plaque. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.